Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The g2 field was corrected based on information available at the time of the initial submission. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, external stress was applied to the insertion section during user handling and it pressed internal elements including charged coupled device (ccd) cable, leading to the no image event. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the forceps passage had restrictions due to a dent, the insertion tube had multiple dents, and the scope connector had a scratch on the serial number plate. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had no picture when the angulation was pressed. The issue occurred during the middle of a diagnostic bronchoscopy with alveolar lavage procedure, the procedure was completed with the same device, and without delay. There were no reports of patient harm. During device evaluation at olympus, it was found the complaint was confirmed and the image disappeared when the scope was angulated in the up position. The report is being submitted due to the loss of image found during evaluation.